Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on testing the device in situ on (B)(6) 2011, 5 electrode channels were shown in status hi and 2 electrode channels in status sc. There are only 5 active electrodes channels.